Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while performing a software update on the pump, an error code 14 was displayed. The customer was able to clear the error and complete the update. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose ranged from 125-129 mg/dl. Reportedly, the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.